Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient had their vns system explanted previously due to infection on the left side. Before explant, patient had swelling around the site of his vns processor and had drain placed. Devices have not been returned to date. Recently, the patient had a system replacement. No other relevant information has been received to date.

Manufacturer narrative:
Correction to initial MDR. D4. Serial#: (B)(6), d4. Lot#: 4898, d4. Expiration date (mo/day/yr): 01/29/2017, 6a. If implanted, give date (mo/day/yr): on (B)(6) 2016, 6b. If explanted, give date (mo/day/yr): on (B)(6) 2023, h4. Device manufacture date (mo/day/yr): 06/16/2016.